Manufacturer narrative:
Product complaint # (B)(4). Five unopened samples of product code pdpb765d, lot mkz241 were returned for analysis. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force meet the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-89325. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mkz241 batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During closing the surgical wound, suture were detached from the needles more easily than usual. They were control release needles. Further details are not provided. There were no adverse consequences to the patient.